Manufacturer narrative:
Concomitant medical products: product ID 3888-56 lot# 0215234426 serial# implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type lead product ID 3888-56 lot# 0211807025 serial# implanted: (B)(6) 2018 explanted:(B)(6) 2021 product type lead product ID 3888-56 lot# 0215026414 serial# implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type lead product ID 3888-56 lot# 0211338793 serial# implanted:(B)(6) 2018 explanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 3888-56, serial/lot #: (B)(4), ubd: 16-feb-2022, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 11-aug-2020, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 16-feb-2022, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 13-apr-2020, UDI#: (B)(4). Report source country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a loss of efficacy. It was stated that the patient had leads placed peripherally to pick up back pain and that it was decided to replace the leads with leads placed epidurally, based on the data of the dtm (differential target multiplexed) waveform. The leads were replaced at the time of report and the patient was in normal health with no adverse side effects as of (B)(6) 2021. It was noted the patients medical history included headache, back pain, and restless legs. No further complications were reported or anticipated.